Event description:
It was reported that one month after implant the patient came into the clinic for a site check due to a hematoma. Redness was noted at the site, the hematoma was evacuated, and pocket infection was diagnosed. The implantable pulse generator (ipg) and two leads were removed and the patient was placed on intravenous (IV) antibiotics. Three days later the system was replaced. No further patient complications have been reported as a result of this event.

Event description:
It was reported that one month after implant the patient came into the clinic for a site check due to a hematoma. Redness was noted at the site, the hematoma was evacuated, and pocket infection was diagnosed. The implantable pulse generator (ipg) and two leads were removed and the patient was placed on intravenous (IV) antibiotics. Three days later the system was replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: vedr01, implantable pulse generator, (B)(6) 2013; 4076, implantable pacing lead, (B)(6) 2013. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found.